Event description:
A distributor reported, that they had a customer, that experienced an ethernet switch failure. He reported, that the customer experience an outage of patient monitoring, as a result of this product problem. It was reported, that 3 to 5 patients were being monitored, at the time of the malfunction.

Manufacturer narrative:
Results: ethernet switch failure. Note for conclusions: device failure confirmed. Manufacturer's evaluation summary: the device, is an installed centralized patient monitoring system, that utilizes a sun microsystems central processing unit (cpu), and related computer network peripherals, including ethernet switches. The device receives, analyzes, and displays patient vital signs data, from multiple bedside multifunctional patient monitoring devices, through either wired or wireless connections. The reporter attributed the problem to a failed ethernet switch. The ethernet switch, is a computer network peripheral, that connects telemetry access points (aps) to the acuity cpu. The ethernet switch is a commercial, off-the-shelf product manufactured. Evaluation of the returned ethernet switch confirmed that it had failed. Trend analysis shows complaints relating to this item are infrequent. There were two similar reports in 2008 (MDR #3023750-2008-00083 and 3023750-2008-00198), and one in 2007 (MDR #3023750-2007-00278). No adverse events have been reported with regard to any of theses reports.